Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 373 mg/dl and then it went up to 401 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus. The customer declined troubleshooting for high blood glucose level because he know that he just gave himself correction bolus just about 10 minutes ago and he knows his blood glucose will go down later. Customer stated that the battery was ran out and they replace the battery now it was not sync with insulin pump. Customer assisted with programming the insulin pump. The insulin pump was not returned for analysis.